Event description:
A surgeon reports that an intraocular lens became stuck inside the delivery system cartridge during insertion. Another lens was implanted. Following the procedure, the surgeon observed two foreign bodies attached to the lens. The patient developed an ac reaction and a yag laser was required for pco formation. Symptoms resolved following the yag. Additional information has been requested.